Event description:
The reporter indicated that the dial knob does not function. The device is in need of repair.

Manufacturer narrative:
Summary analysis: the "control knob anomaly, repair" was due to a broken wire at the control knob.